Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The personal therapy manager (ptm) was displaying an incorrect refill date. The ptm was used after the most recent refill; the pump was refilled on (B)(6) 2017 but the ptm was still showing the old refill date of (B)(6) 2017. The patients next refill date was (B)(6) 2017. It was reviewed that the ptm should still work as programmed and the date needs to be checked by the health care professional to determine the cause. There were no symptoms reported. Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-mar-01. It was reported that the ptm displayed a refill date of (B)(6) 2017, and the patient's next refill was due on (B)(6) 2017. It was confirmed that the refill date on the clinician programmer did not match the refill date on the ptm, but the patient was not present so the ptm was not able to be decoupled or recoupled. No further troubleshooting was able to be performed due to lack of access to the product. The patient was reportedly far away from the hcp with transportation issues, and the rep and hcp were to decide how to recouple the ptm under the circumstances. The patient was reportedly still able to receive a bolus.